Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump has an intermittent power issue. Over the past 3 months, the insulin pump would reset approximately 20 times after the patient inadvertently bump the pump against the counter. During the time of concern, his blood glucose ranged from 300-400 mg/dl. The patient did not have any hyperglycemic or hypoglycemic of nausea, vomiting, shortness of breath, no chest pain, but reportedly felt groggy/lethargic. The patient was able to take insulin via the pump and syringe to lower his blood glucose. There was no required medical intervention from a hcp to suggest a serious injury at the time of concern. This complaint is being reported due to the power issue. There is no indication there was a serious injury involved with this incident as there was no report of symptoms or medical intervention to suggest acute complication of diabetes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was found to be cracked. The battery cap was found to be stripped and easily detached from the pump. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was exercised for 24 hours with the new test battery cap and the pump powered on with no issues. The pump cover was removed and there was no moisture or damage found to the battery flex.